Event description:
Caller reported a malfunction on the pump, identified with malfunction code 12, but no prior notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with a reset; the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller understood and acknowledged.